Event description:
Patient was revised to address dislocation. It was reported that the patient fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. X-rays were reviewed by (B)(4). All concurred that there was no evidence of healing, and that the fracture occurred at the expected location in the nail. This is an expected failure in the absence of healing at approximately 10 months post implant, in line with the statements in the IFU. The complaint history for affixus nails was reviewed for any patterns that may suggest a systemic problem. The failures are spread over several product codes and no lot numbers have multiple failures. No systemic issues are evident in the complaint history. In conclusion, there was no product problem identified. Failure attributed to delayed healing. No corrective action is indicated at this time. Based on the investigation, the need for corrective action is not indicated. Failures will continue to be monitored per standard company procedures. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.